Manufacturer narrative:
Additional manufacturer narrative: the device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections.

Manufacturer narrative:
The device was not returned to edwards for evaluation. The clinical observation was unable to be confirmed. Bioprosthetic tissue valves can deteriorate with time and eventually fail contributing to regurgitation and/or stenosis. There can be a number of potential known and unknown patient related contributing factors. Structural valve deterioration (svd), a common reason for bioprosthesis explant or reoperation, encompasses multiple failure modes, including calcific and non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes, occurring singularly or concomitantly, may contribute to stenosis and/or regurgitation. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis. A manufacturing related issue was not identified. A definitive root cause could not be determined; however, it is likely that patient related factors and the progression of the underlying valvular disease pathology contributed to the event. No further corrective or preventative actions are required at this time. Edwards will continue to review and monitor all events through the use of edwards quality systems. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information that this 21 mm aortic pericardial valve, implanted five (5) years and eight (8.57) months, was explanted due to aortic stenosis. The device was replaced with another valve. The valve was returned for evaluation. Multiple cardiac procedure surgery: aortic valvuloplasty to treat congenital valve disease one year prior to implant of this valve. The patient status was reported as "recovered" at a general ward of the hospital.

Manufacturer narrative:
The product was returned for evaluation. Customer report of stenosis could not be confirmed due condition of valve as received. X-ray demonstrated moderate calcification on all three leaflets. The wireform was significantly distorted and commissure 3 was bent. The sewing ring was cut all around the valve, and the leaflets were partially detached from to the wireform due to cut sewing ring. Minimal host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 5mm on leaflet 3 at the inflow aspect and 3mm on leaflet 2 at the outflow aspect. Sewing ring fragment and a commissure was returned with the valve.